Event description:
It was reported that during an unrelated procedure, the patient's right ventricular (rv) lead was found to have an insulation breach. No intervention was performed. The patient was stable throughout procedure.